Event description:
Customer observed advia centaur xp ca 19-9 results from three patients that did not agree with other methods. There are no reports that treatment was altered or prescribed or adverse health consequences due to the different ca 19-9 values between methods.

Manufacturer narrative:
It is unknown whether the advia centaur xp ca 19-9 results or the results of the alternate method are correct. The issue is related to specific samples as repeat testing indicates the results are reproducible. Testing of two of the samples with hbt tubes does not decrease the results. The intended use section of the instructions for use contains the following: "warning: the concentration of ca 19-9 in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay for ca 19-9 used. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining serial levels of ca 19-9 is changed, the laboratory must perform additional serial testing to confirm baseline values. The advia centaur ca 19-9 assay is based on the 1116-ns-19-9 antibody available through agreement with (B)(4). Assays using antibodies other than 1116-ns-19-9 may give different results." The limitations section of the instructions for use states: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."